Event description:
Additional information was received that the patient underwent generator and lead replacement surgery on (B)(6) 2015 due to the high impedance. Pre-operative diagnostics confirmed the high impedance. During the surgery, fluid was observed in the lead. The explanted generator and lead have been received by the manufacturer for analysis. However, analysis has not been completed to date. No additional relevant information has been obtained to date.

Event description:
It was reported that the patient had high impedance detected on her vns system upon running diagnostics. It was also reported that the patient has been having a recent increase in seizure activity. The physician believed that the patient's increase in seizures was related to a loss of therapy from the high impedance. No additional relevant information has been obtained to date. No known surgical interventions have occurred to date.

Event description:
Analysis was completed on the explanted generator and lead. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead confirmed an opening of the inner silicon tubing with fluid leaks, exposing conductive quadfilar coils. With the exception of the inner tubing abraded opening, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified.